Event description:
Add'l info received from MFR 6/27/2003: co received notification from the customer that the device will not be returned to co's facility for evaluation. Therefore co is not able to substantiate the event or investigate whether the event is or is not attributable to the device. A review of co's service and complaint data revealed no record of this device being returned for service or repair in the last two years.

Event description:
This patient underwent a vein patch angioplasty and left leg bypass graft in 2003. During the surgical procedure, the surgical cautery equipment self activated resulting in a one centimeter burn to the patient's right calf. The burn was treated with silvadene and dressed.